Manufacturer narrative:
Additional information added to: device identification,medical products & therapy dates,device manufacture date,PMA/510k. Added material number and lot number of suspect. Added concomitant- extension tubing.

Event description:
It was reported that the interventional radiology department is experiencing a general issue of being unable to prime tubing without having any air bubbles present, which poses a risk for patients who have an arterial sheath to the brain. Staff have explored multiple methods of priming tubing, including priming the fluid slowly to avoid turbulence, but they are unsuccessful in avoiding having air bubbles in the tubing. The department reported attaching a 0.2mm filter to the tubing in hopes of preventing air bubbles reaching the patient. There has been no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the interventional radiology department is experiencing significant issues of bubbles in tubing with air-in-line alarms.